Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03438. Additional information received identified the issues resolved with the surgical intervention. The patient is "happy" with her revision and is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs anchors(device information is unknown) are superficial which is causing back irritation. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03438. Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 during which the physician accidently pulled the leads out and hence two new leads and 2 cinch anchors were implanted. It was also clarified the reason for the revision was the patient had lost a significant amount of weight and her leads were showing through the skin. The original intention was to only bury the leads deeper. The leads (same lot) are being reported as device 2.